Event description:
It was reported that the stapler formation is incomplete.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73b1800205 was manufactured on 02/12/2018 a total of (B)(4) pieces. Lot was released on 02/14/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was returned with its trigger partially engaged. The stapler was received with 0 staples left in the cover block indicating that at least 35 staples were fired by the end user. The sample appears used as there is biological material present on the device. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger cycle was completed and no staple fired. The stapler was disassembled and it was confirmed to have been assembled correctly. No defects or damages were found. Since the device was returned with 0 staples remaining, the reported complaint issue could not be confirmed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no staples were remaining in the returned sample. All staplers are 100% inspected at manufacturing for firing at the time of assembly. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined. The reported complaint of "clip not closing" was not confirmed based upon the sample received. One device was returned. The device was received with 0 staples remaining in the cover block indicating that at least 35 staples were fired by the end user. All staplers are 100% inspected at manufacturing for firing at the time of assembly. No errors were found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. Since there were no staples remaining in the returned device, the reported complaint issue could not be confirmed and a probable cause could not be determined.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler formation is incomplete.